Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On (B)(6) 2017 a medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The navigation system passed the system checkout and was found to be fully functional. No parts were replaced. No parts were received by manufacturer for evaluation.

Event description:
A medtronic representative reported that when the site was prepping for a case the system became unresponsive when trying to load the scans. Rebooting the system resolved the issue. System was functioning normally. The disk was loaded and the site proceeded with case. There was no patient at the time of the issue.